Event description:
It was reported that biomed stated the arctic sun device would not register temperature and the therapy was stopped. Per follow up information received on (B)(6) 2022, there were no injuries reported, and it was unknown if the patient completed therapy as the device was sent to biomed. Biomed connected a simulator and was able to see the patient temperature with no problem. They were unable to determine the cause of the reported problem as the device was working fine. The device was returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated the arctic sun device would not register temperature and the therapy was stopped. Per follow up information received on 20apr2022, there were no injuries reported, and it was unknown if the patient completed therapy as the device was sent to biomed. Biomed connected a simulator and was able to see the patient temperature with no problem. They were unable to determine the cause of the reported problem as the device was working fine. The device was returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed stated the arctic sun device would not register temperature and the therapy was stopped. Per follow up information received on 20apr2022, there were no injuries reported, and it was unknown if the patient completed therapy as the device was sent to biomed. Biomed connected a simulator and was able to see the patient temperature with no problem. They were unable to determine the cause of the reported problem as the device was working fine. The device was returned to service.